Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Medtronic representative reported that the system was left overnight and site confirmed that the no other issue was noted. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the monitor of the navigation system displayed black and could not be turned on. There was no patient present at the time of the issue.